Manufacturer narrative:
Concomitant products: d334trg, ICD, implanted: (B)(6) 2012. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. The analyst noted that t-wave oversensing was identified in episodes 1596, 1623, 646, 1658, and 1659.

Event description:
It was reported that right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.